Manufacturer narrative:
A ge rep evaluated the system and reformatted the boot disk, and replaced the interface and relay boards. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system will not boot. No pt injury was reported.